Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the hospital after receiving ineffective shocks an episode of ventricular fibrillation. Low hv lead impedance was observed. The patient was defibrillated with an external defibrillator. Programming changes were made. The condition of the patient was good.